Event description:
Event description guidant received information that during a normal follow up, lead measurements indicated that this implantable transvenous defibrillation lead had dislodged. The physician elected to reposition the lead; however, during the lead revision, a wrench broke off in the setscrew of this implantable cardioverter defibrillator (ICD). A new guidant ICD was subsequently implanted.